Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18081. It was reported that the patient experienced partial paralysis of their leg following a lead revision (related manufacturer reference numbers 1627487-2021-17937, 1627487-2021-17938) on (B)(6) 2021. As a result, the patient underwent surgical intervention wherein the l2 and l4 drg leads were explanted. During the procedure, the physician also removed a few leads from the left side as well as the left drg ipg as they were in the way of the l2 and l4 leads. Post-operatively, the patient is doing well and has regained full control of their leg.